Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 12.3 cm to 12.5 cm and 12.9 cm to 13.0 cm from the connector pin. The abrasions were consistent with constant friction to the device can. (B)(4). (B)(6).